Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. The device was found to retain an undetermined amount of treatment after a total of 49 hours. Upon initial inspection at 46 hours, the device still appeared to have medication to be infused. The patient was asked to return after three hours (49 hours post connection), at which time the device had not infused any additional medication. The device contained 5260mg fluorouracil hs (accord) in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 7, 2023 - september 11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the bladder suggesting a possible no flow issue. The reported condition was verified. The cause of the condition could not be determined; however, probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.